Manufacturer narrative:
The lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter lens was inserted and removed from the patient's operative eye because the capsular bag tore. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/24/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in a plastic bag. Visual inspection using magnification was performed: the lens was observed with a cut from the lens edge across the optic. Part of the lens edge (near the drill loop hole) was broken. One of the lens haptic was detached. The detached haptic piece was not returned. The issue could not be verified on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional investigations requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.